Manufacturer narrative:
The physician was notified of the red alert and a consultation has been performed. At this time, this lead and device remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A review of the latitude website confirmed that the shock impedance measurements have ranged from 80 to above 125 ohms. It was also confirmed that the measurements did go above 125 ohms on two occasions which both triggered red alerts. The ts representative discussed that a review of the measurements show that the shock impedances have are within the upper range, most likely due the defibrillation lead being a single coil lead. The measured impedances can change more than 20 ohms on a day to day basis, making it possible to have the measured values cross the 125 ohms measurement and trigger a red alert. At this time, the device and lead remain implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was issued through the latitude system after this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on this right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
The information was sent to boston scientific technical services (ts) for further evaluation.